Event description:
It was reported the pt could not increase his stimulation past perception. In addition, the pt was experiencing the need to frequently charge the ipg. The sjm representative met with the pt and identified two invalid contact on the lead. The system was reprogrammed, and the issue was resolved.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.